Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of noise on the electrocardiogram (ECG) screen, however no fault was found with the ECG and no ECG cables were returned with the programmer. The screen was discolored which made it difficult to read the screen so the micro processing unit (mpu) printed circuit board (pcb) was replaced. The hard disk drive was also reimaged and the current software reloaded. The programmer passed all functional systems testing. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer.(B)(4).

Event description:
It was reported that the programmer had noise on the electrocardiogram (EKG) screen. The programmer was returned for service. No patient complications have been reported as a result of this event

Event description:
It was reported that the programmer had noise on the electrocardiogram (EKG) screen. The programmer was returned for service. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l radio frequency programmer head; 229047 software analyzer. (B)(4).